Event description:
Per the independent repair center, the customer alleged problem is alarming/red light, and the key failure is the rex roth valve is not shifting. Associated malfunction for this device: poppet valve not shifting, sieve beds dumped, muffler and tie wraps leak.